Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: during analysis it was noted that the upper and lower cases, bail covers and ring cover were broken and contaminated, one control knob was missing, the battery latch and o-ring battery latch were contaminated and the main printed circuit board was out of specification electrically. The device was to be scrapped in-house. Further analysis was performed on the main printed circuit board. Visual inspection revealed no anomalies. Bench analysis revealed that active current drain failed. No anomalies were noted using thermal camera. After a capacitor was replaced, active current drain functional testing passed. Conclusion: active current drain failure caused by a defective capacitor. (B)(4).

Event description:
The external pulse generator was returned as a trade-in and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.